Manufacturer narrative:
D10 concomitant devices: (B)(6), 02-020-11-0240 - truliant ps cem fem ps cem left sz 4; (B)(6), 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t; (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's left knee was revised approximately 6 years and 2 months post initial procedure. Patient complained of pain and had a recalled poly. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
The revision reported was likely the result of patellar prosthesis wear, or due to the inclusion of the tibial insert in the packaging recall. Possible causes for polyethylene wear include third body wear or patient-related conditions. As the suspect device was not provided, these potential causes or their contribution to the sequence of events cannot be confirmed.